Event description:
It was reported that the device had triggered a low-pressure alarm, and despite trying different tubing, the same alarm had continued. It was also reported that the front panel had a crack and the battery door had also sustained cracks. The event had occurred during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.